Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient had poor vascular conditions and signs of lower limb ischemia. The device was explanted.

Manufacturer narrative:
G1 reporting contact email revised on manufacturer device report 1220648-2024-14859 in accordance with updated procedures. H6 component code 3038 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14859. H6 investigation conclusions 11 was erroneously entered on the initial manufacturer device report number 1220648-2024-14859.